Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Inspected and cleaned the plunger clamp in position 2, replaced the tip clamp and lld spring in position 2 and re-performed the z calibration above the secondary rack. The instrument was cleaned, tested without further problem, and was returned to expected operation.